Event description:
Doctor was doing laproscopic surgery when vessel began to bleed. No cautery with esu force 2 unit. While doctor mechanically clamped vessel, force 2 esu was removed and sse2l esu connected to existing instruments. Still no cautery - polyhesive ii ground pad replaced with new pad. Doctor able to acheive monopolar cautery. No alarms from either esu unit to signal pad or connection problem. Patient bled approximately 400cc-required 2 day hospital stay and blood transfusion. Discharged stableinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.